Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092162) on 27-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('severe bleeding') and abdominal pain lower ('I had cramping/ terrible cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion hospitalization), abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("very painful intercourse") and headache ("headache"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, abdominal pain lower, migraine and dyspareunia outcome was unknown and the fatigue and headache had resolved. The reporter considered abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, headache and migraine to be related to essure. The reporter commented: ¿the seriousness criterion ¿hospitalization¿ was reported, but not specified or assigned to one of the events¿ . Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092162) on 27-jan-2020. The most recent information was received on 27-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('severe bleeding') and abdominal pain lower ('I had cramping/ terrible cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion hospitalization), abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("very painful intercourse") and headache ("headache"). The patient was treated with surgery (hysterectomy). Essure was removed on 19-dec-2019. At the time of the report, the genital haemorrhage, abdominal pain lower, migraine and dyspareunia outcome was unknown and the fatigue and headache had resolved. The reporter considered abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, headache and migraine to be related to essure. The reporter commented: ¿the seriousness criterion ¿hospitalization¿ was reported, but not specified or assigned to one of the events.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.